Manufacturer narrative:
Block b3: exact date unknown, issue was noted during an unrelated procedure.

Event description:
It was reported that the patients anchor was close to the surface of the skin and was protruding. No skin breakage was noted. The patient underwent a revision procedure wherein the anchor was adjusted. The patient was doing well postoperatively and the device remains implanted.